Event description:
Esophageal perforation, septic emboli, and subsequent death 22 days after radio frequency catheter ablation for treatment of atrial fibrillation. Difficulties reading accurate temperature and power output of the radio frequency generator had been experienced within the time frame of the ablation procedure. The radio frequency generator may have been associated with a deeper or more extensive burn resulting in necrosis and perforation of the esophagus.